Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was over 400 mg/dl for the past six hours. The patient's blood glucose was 587 mg/dl at the time of incident. The patient treated via manual insulin injection. Their blood glucose had since reduced to 456 mg/dl. During troubleshooting it was confirmed that the drive support cap was normal. The insulin pump was able to prime without incident as well. The insulin pump was not returned for analysis.